Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the left common femoral artery using a prostyle device after a diagnostic procedure. Reportedly, there was no bleed back from the marker lumen. Having followed the recommended flushing, and wiping with a wet gauze to activate the hydrophilic coating a few times, even after the first insertion, there could still be no bleed back. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Factors that contribute to marker lumen obstruction of flow include, but not limited to, under insertion, clogged marker port / lumen, improper insertion angle. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3 - device returning status updated from yes to no.